Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# unknown product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown, g2: the country of origin is china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the metal connector of the recharger's adapter fell off. The adapter was replaced. The issue was resolved. No symptoms were reported.

Event description:
Additional information received from a manufacturer representative. It was reported that the serial number of the desktop charger was unknown. It was noted that the customer refused to return the device.

Manufacturer narrative:
Continuation of d10: product ID 37761; serial# unknown; product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.